Event description:
An alarm issue was reported with the adc device. Customer reported they set the low glucose alarm to 3.9 mmol/l; however, the low glucose alarm did not sound even after they were at 3.4 mmol/l. Customer experienced dizziness, trouble seeing, loss of consciousness, fell down and hurt their knee. No treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.